Event description:
New tracheotomy cuff was leaking. Dr at bedside to exchange trach with 8 shiley. Cuff checked before placement. After placement cuff inflates and immediately deflated. Got another to replace this one. Checked cuff again on 3rd shiley before placement. Placed 8 shiley inflated cuff, trach ties applied to secure trach. Pt had bleeding and swelling. Next day swelling much improved. No permanent harm.

Event description:
New tracheotomy cuff was leaking. Dr at bedside to exchange trach with 8 shiley. Cuff checked before placement. After placement cuff inflates and immediately deflated. Got another to replace this one. Checked cuff again on 3rd shiley before placement. Placed 8 shiley inflated cuff, trach ties applied to secure trach. Pt had bleeding and swelling. Next day swelling much improved. No permanent harm.